Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/ perforation (fallopian tube)") in a (B)(6) female patient who had essure (batch no. 825627 , 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual cramp, colicky (x 2-3 months.), uterine fibroids and migraine. Previously administered products included for an unreported indication: iud and antacids. Concurrent conditions included abdominal pain since (B)(6) 2015, menorrhagia since (B)(6) 2017 and dysmenorrhea since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 3 months 20 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (operative laparoscopy, lysis of adhesions, partial salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, menstrual disorder, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: start date of essure was changed from (B)(6) 2012 to (B)(6) 2011. Diagnostic results: on (B)(6) 2015, ultrasound results: retroverted uterus. On (B)(6) 2016, cc: follow up visit for recurrent ruq pain radiates chest. Impression and recommendations: abdominal pain, ultrasound. On (B)(6) 2016, cc: well woman exam history: bc ¿ has iud coil. On (B)(6) 2017, plan: ultrasound. On (B)(6) 2017, pelvic ultrasound results: clinical history: severe menorrhagia, dysmenorrhea, evaluate placement of iud, clinical concern for uterine fibroids findings: iud identified in the right side of the uterus possibly in the adnexa. This location would be similar to an essure device; however, there should¿ve been one in the left adnexa and there wasn¿t. Impression: migration of the iud. The iud is at junction of uterus and right adnexa, cannot be certain if this is within the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and menstrual disorder. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record received. New reporters added and case updated to medically confirmed. Patient details, historical drug, historical condition, concomitant disease and unstructured relevant tests were added. Essure stop date, lot number added, start date of essure was changed from (B)(6) 2012 to (B)(6) 2011. New event left lower quadrant pain was added and migration of the device was updated to migration of the device /perforation of fallopian tube. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/ perforation (fallopian tube)") in a 31-year-old female patient who had essure (batch no. 825627, 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included menstrual cramps, colicky (x 2-3 months.), uterine fibroids and migraine. Previously administered products included for an unreported indication: iud and antacids. Concurrent conditions included abdominal pain since (B)(6) 2015, menorrhagia since (B)(6) 2017 and dysmenorrhea since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 3 months 20 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced infection ("infection"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (on (B)(6) 2012 operative laparoscopy, lysis of adhesions, partial salpingectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menstrual disorder, pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and infection had not resolved. The reporter considered abdominal pain lower, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: start date of essure was changed from (B)(6) 2012 to (B)(6) 2011. Pfs from (B)(6) 2018: have you had your essure (or any part of the device) removed: no diagnostic results: on (B)(6) 2015, ultrasound results: retroverted uterus. On (B)(6) 2016, cc: follow up visit for recurrent ruq pain radiates chest. Impression and recommendations: abdominal pain, ultrasound. On (B)(6) t2016, cc: well woman exam history: bc ¿ has iud coil. On (B)(6) 2017, plan: ultrasound. On (B)(6) 2017, pelvic ultrasound results: clinical history: severe menorrhagia, dysmenorrhea, evaluate placement of iud, clinical concern for uterine fibroids findings: iud identified in the right side of the uterus possibly in the adnexa. This location would be similar to an essure device; however, there should¿ve been one in the left adnexa and there wasn¿t. Impression: migration of the iud. The iud is at junction of uterus and right adnexa, cannot be certain if this is within the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and menstrual disorder. Lot number:825627, manufacture date:2011/01, expiration date:2014/01. Lot number:869761, manufacture date: 2011/06, expiration date: 2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/ perforation (fallopian tube)") in a 31-year-old female patient who had essure (batch no. 825627, 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included menstrual cramps, colicky (x 2-3 months.), uterine fibroids and migraine. Previously administered products included for an unreported indication: iud and antacids. Concurrent conditions included abdominal pain since (B)(6) 2015, menorrhagia since (B)(6) 2017 and dysmenorrhea since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, 3 months 21 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (on (B)(6) 2012 operative laparoscopy, lysis of adhesions, partial salpingectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menstrual disorder, pelvic pain, abdominal pain lower, vaginal haemorrhage and menorrhagia had not resolved and the urinary tract infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: start date of essure was changed from (B)(6) 2012 to (B)(6) 2011. Pfs from (B)(6) 2018: have you had your essure (or any part of the device) removed: no diagnostic results: on (B)(6) 2015, ultrasound results: retroverted uterus. On (B)(6) 2016, cc: follow up visit for recurrent ruq pain radiates chest. Impression and recommendations: abdominal pain, ultrasound. On (B)(6) 2016, cc: well woman exam history: bc ¿ has iud coil. On (B)(6) 2017, plan: ultrasound. On (B)(6) 2017, pelvic ultrasound results: clinical history: severe menorrhagia, dysmenorrhea, evaluate placement of iud, clinical concern for uterine fibroids. Findings: iud identified in the right side of the uterus possibly in the adnexa. This location would be similar to an essure device; however, there should¿ve been one in the left adnexa and there wasn¿t. Impression: migration of the iud. The iud is at junction of uterus and right adnexa, cannot be certain if this is within the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and menstrual disorder. Lot number:825627 manufacture date: 2011/01, expiration date: 2014/01. Lot number: 869761. Manufacture date: 2011/06, expiration date: 2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: pfs received- new event urinary tract infection, depression, mental anguish were added. Infection replaced with urinary tract infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/ perforation (fallopian tube)") in a 31-year-old female patient who had essure (batch no. 825627 , 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included menstrual cramps, colicky (x 2-3 months.), uterine fibroids and migraine. On (B)(6)2016, cc: follow up visit for recurrent ruq pain radiates chest. Impression and recommendations: abdominal pain, ultrasound. On (B)(6)2016, cc: well woman exam history: bc ¿ has iud coil. On (B)(6)2017, plan: ultrasound. Previously administered products included for an unreported indication: iud and antacids. Concurrent conditions included abdominal pain since (B)(6)2015, menorrhagia since (B)(6)2017 and dysmenorrhea since (B)(6)2017. On (B)(6)2011, the patient had essure inserted. In april 2012, the patient experienced pelvic pain ("severe pelvic pain"), 3 months 21 days after insertion of essure. In april 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea") and device expulsion ("migration of essure device: uterus"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (on (B)(6)2012 operative laparoscopy, lysis of adhesions, partial salpingectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menstrual disorder, pelvic pain, abdominal pain lower, vaginal haemorrhage and menorrhagia had not resolved and the urinary tract infection, depression, anxiety, dysmenorrhoea and device expulsion outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: start date of essure was changed from jan-2012 to (B)(6)2011. Pfs from (B)(6)2018: have you had your essure (or any part of the device) removed: no diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6)2017: clinical history: severe menorrhagia, dysmenorrhea, evaluate placement of iud, clinical concern for uterine fibroids findings: iud identified in the right side of the uterus possibly in the adnexa. This location would be similar to an essure device; however, there should¿ve been one in the left adnexa and there wasn¿t. Impression: migration of the iud. The iud is at junction of uterus and right adnexa, cannot be certain if this is within the uterus. Ultrasound scan - on(B)(6)2015: retroverted uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and menstrual disorder. Lot number:825627 manufacture date:2011/01 expiration date:2014/01 lot number:869761 manufacture date: 2011/06 expiration date: 2014/06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received- new event dysmenorrhea, migration of essure device: uterus were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/ perforation (fallopian tube)") in a 31-year-old female patient who had essure (batch no. 825627 , 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included menstrual cramps, colicky (x 2-3 months.), uterine fibroids and migraine. Previously administered products included for an unreported indication: iud and antacids. Concurrent conditions included abdominal pain since (B)(6) 2015, menorrhagia since (B)(6) 2017 and dysmenorrhea since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 3 months 20 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), abdominal pain lower ("left lower quadrant pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and infection ("infection"). The patient was treated with surgery (on (B)(6) 2012 operative laparoscopy, lysis of adhesions, partial salpingectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menstrual disorder, pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and infection outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: start date of essure was changed from jan-2012 to 13sep2011. Pfs from (B)(6) 2018: have you had your essure (or any part of the device) removed: no . Diagnostic results: on (B)(6) 2015, ultrasound results: retroverted uterus. On (B)(6) 2016, cc: follow up visit for recurrent ruq pain radiates chest. Impression and recommendations: abdominal pain, ultrasound. On (B)(6) 2016, cc: well woman exam history: bc ¿ has iud coil. On (B)(6) 2017, plan: ultrasound. On (B)(6) 2017, pelvic ultrasound results: clinical history: severe menorrhagia, dysmenorrhea, evaluate placement of iud, clinical concern for uterine fibroids findings: iud identified in the right side of the uterus possibly in the adnexa. This location would be similar to an essure device; however, there should¿ve been one in the left adnexa and there wasn¿t. Impression: migration of the iud. The iud is at junction of uterus and right adnexa, cannot be certain if this is within the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and menstrual disorder. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: abnormal bleeding (vaginal), menorrhagia, infection, essure confirmation test not performed were added as event. Plaintiff states she did not have the essure (or any part of the device) removed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/ perforation (fallopian tube)") in a 31-year-old female patient who had essure (batch no. 825627, 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included menstrual cramps, colicky (x 2-3 months.), uterine fibroids and migraine. Previously administered products included for an unreported indication: iud and antacids. Concurrent conditions included abdominal pain since (B)(6) 2015, menorrhagia since (B)(6) 2017 and dysmenorrhea since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 3 months 20 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6), the patient experienced infection ("infection"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (on (B)(6) 2012 operative laparoscopy, lysis of adhesions, partial salpingectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menstrual disorder, pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and infection had not resolved. The reporter considered abdominal pain lower, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: start date of essure was changed from (B)(6) 2012 to (B)(6) 2011. Pfs from (B)(6) 2018: have you had your essure (or any part of the device) removed: no. Diagnostic results: on (B)(6) 2015, ultrasound results: retroverted uterus. On (B)(6) 2016, cc: follow up visit for recurrent ruq pain radiates chest. Impression and recommendations: abdominal pain, ultrasound. On (B)(6) 2016, cc: well woman exam history: bc ¿ has iud coil. On (B)(6) 2017, plan: ultrasound. On (B)(6) 2017, pelvic ultrasound results: clinical history: severe menorrhagia, dysmenorrhea, evaluate placement of iud, clinical concern for uterine fibroids findings: iud identified in the right side of the uterus possibly in the adnexa. This location would be similar to an essure device; however, there should¿ve been one in the left adnexa and there wasn¿t. Impression: migration of the iud. The iud is at junction of uterus and right adnexa, cannot be certain if this is within the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and menstrual disorder. Most recent follow-up information incorporated above includes: on 11-may-2018: plaintiff fact sheet received. Event onset dates added. Outcome of events updated to not recovered / not resolved incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.